Event description:
The user is reporting that during deployment, the device issued a triple chirp and the device was not used. The battery was later tested in another AED and the second AED issued triple chirps. The patient did not survive.

Manufacturer narrative:
(B)(4). The device internal memory was reviewed by a philips product support engineer and a philips quality engineer. During review, it was found that the device had a critically low battery and was issuing triple chirps to indicate to the user there was an issue. The user did not respond to the triple chirps and replace the battery. The device is shipped with instructions on device maintenance and the user did not follow the included instructions. The device performed according to specifications and there was no fault found with the device. Once the battery is replaced and the device passes a battery insertion test, the device may be placed back into service.